Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture bakers grade unknown.

Event description:
Healthcare provider called to report a bilateral capsular contracture baker grade unknown and bilateral exchange from textured to smooth due to the patient concern with the product. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on anterior, creases fold and white calcification fill channel leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior side assessed as surgical damage.

Event description:
Device has been explanted.